Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an steady slow incline on pacing impedance values. At this point the value is high, out of range. The patient is not implantable cardioverter defibrillator dependent. The shock lead impedance is stable within normal limits. The health care professional plans to continue monitoring the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a steady slow incline on pacing impedance values. At this point the value is high, out of range. The patient is not implantable cardioverter defibrillator dependent. The shock lead impedance is stable within normal limits. At this point the rv lead has been surgically abandoned. No additional adverse patient effects were reported.